Event description:
During a tips procedure, the coil was stripped off the distal tip of an ultra select guidewire. The physician was attempting to pull the distal tip of the guidewire through a cope needle. The coil was retrieved and the pt experienced no adverse sequelae.